Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that after an infusion of antibiotics, the nurse noticed that there was blood in the IV tubing. Upon investigating, she found the IV tubing had separated at the y-port distal to the pump segment and there was no leak. The customer states that there was no harm to the patient.